Manufacturer narrative:
A customer from (B)(6) notified biomérieux of a misidentification associated with vitek® ms ((B)(4)). An internal biomérieux investigation was performed. Results are as follows: customer results: vitek® ms gave different ID results for one strain: on (B)(6) 2016: low discrimination (salmonella ser.galinarum or listeria grayi) - culture conditions: 24 hours of incubation on columbia agar. On (B)(6) 2016: listeria grayi - culture conditions: 48 hours on columbia agar (repeat with same plate from (B)(6) 2016). On (B)(6) 2016: enterococcus faecium - culture conditions: subculture of plate from (B)(4) 2016 - 24 hours of incubation on columbia agar. Alternative testing- manual (no more details received): enterococcus faecium. Date of the installation: (B)(4) 2013. Date of the last pm: (B)(4) 2015. Last fine tuning done on (B)(4) 2016. Action performed by the customer: new vitek® ms analysis performed from a new subculture, correct result obtained after 24h of incubation. Testing: ecal samples from before the event occurred and during were analyzed for any issues. An overall conclusion was drawn based on the data provided and is as follows: fine tuning was perceived as an issue that could be contributing to both low threshold identification as well as misidentification of the isolate. The files obtained prior to and during the event showed very low amount of peaks for both "all peaks" and "good peaks." The original isolate displayed low threshold identifications after 24 hours of incubation and then an incorrect identification after 48 hours of incubation. This information suggests that the colony may not have been pure or there is possibly an issue with the media being used. Investigation conclusion: it was not possible to continue the investigation since the customer discarded the isolates. The customer reported that a repeat analysis on the vitek® ms, using a new subculture, resulted in a correct identification after 24 hours incubation.

Event description:
A customer from the (B)(6) notified biomerieux of a misidentification associated with vitek ms (reference 410895). An internal biomerieux investigation will be initiated.